Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an intermittent open along the green and white wires in the trunk cable. The cause of the test failure is the intermittently open wires. The root cause of the open wires was excessive force. No adverse event resulted from the defective belt.

Event description:
A zoll distributor returned lsn (B)(4) to report the electrode belt had non-functional ECG electrodes.